Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the (desktop charger ((B)(4)) found the connector broken.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient's ins recharger (insr) seemed to be broken and would not charge. The 37761 connector pin was bent and appeared to have occurred through product use. It was unknown when the issue began. The patient's friend/family member noticed it yesterday when the patient when to charge the ins because it was "completely dead." No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.